Event description:
It was reported the pt felt a shocking sensation from his system whole operating a belt sander. It was reported this would happen whether the system was on or off. The pt reported he could see an arc of electricity from his hand and the sander while in use. F/u determined the system was operating as intended, and the issue is only when he uses the sander.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.